Event description:
It was reported on (B)(6) 2022, that during routine equipment check it was observed that a hand piece for battery powered driver had no work speed. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement. This report is for one hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: gxl, hxx. A product investigation was conducted. Service and repair evaluation: the customer reported the 05.000.008, hand piece for battery powered driver was not working. The repair technician reported the device did not run in fast forward, forward, or reverse, cosmetic test was failed, membrane vent was dirty, wires were discolored and patina was present on switch plate and housing. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, housing barrier, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit, membrane vent and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 05.000.008, synthes lot # 008052, supplier lot # 008052, release to warehouse date: 15 jun 2021, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.